Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the teflon pad was prematurely worn out (partially detached) on the thunderbeat handpiece. No other info was provided. Olympus follow up with the user facility to obtain more detailed info and was informed that during the procedure, the physician was using the seal and cut bottom to transect the tube and ovary when the teflon pad became worn out (partially detached). A second thunderbeat handpiece was used and the teflon pad of the second handpiece also worn out prematurely. The procedure was completed using a different device. There was no pt injury reported.

Manufacturer narrative:
The device was returned to olympus for eval. The eval confirmed that the teflon pad was damage. The teflon pad was inspected and found a partial separation from the grasping section (jaw). The teflon damage could occur if the seal and cut output were continuously activated without any tissue in the grasping section.